Event description:
It was reported a patient experienced peritonitis manifested by diarrhea, abdominal pain, and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized three days after the event. Treatment and cause of the event was unknown. The patient was recovering at the time of this report. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a review of all batch record documents for potentially associated lot number gd894709 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).